Event description:
Affiliate reported the following: the device was implanted. The monitor displayed normal readings. The hair washed. The monitor displayed abnormal readings. The device was replaced by another one.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.